Manufacturer narrative:
Section a1 - patient identifier: complete sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium result generated on the architect c16000 processing module for a patient. The sample was repeated on two other architect analyzers and the results were within the normal range. The following data was provided: customer¿s reference range: 0.6 to 1.07 mmol/l on (B)(6) 2024, sid (B)(6) , initial result = 3.9 mmol/l. Repeats on 2 other architect analyzers = 0.8 mmol/l . There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the bellows set, incl rod & fitting (rohs), resolving the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for c1601195 revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c16000 processing module did not identify any trends. A review of tracking and trending for the bellows set, incl rod & fitting (rohs) did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c16000 processing module for serial c1601195 or the bellows set, incl rod & fitting (rohs) were identified.

Event description:
The customer observed falsely elevated magnesium result generated on the architect c16000 processing module for a patient. The sample was repeated on two other architect analyzers and the results were within the normal range. The following data was provided: customer¿s reference range: 0.6 to 1.07 mmol/l, 10jul2024 sid 024110321401 initial result = 3.9 mmol/l, repeats on 2 other architect analyzers = 0.8 mmol/l, there was no impact to patient management reported.